Event description:
Consumer reports 2 false negative results. Customer admits to using expired product. Patient symptomatic. Unconfirmed by alternate test method. No apparent adverse event.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: user error. Source: email.